Event description:
The hcp reported a volume discrepancy in a pump used to deliver lioresal. The expected reservoir volume was 2.9 ml and the actual reservoir volume was 7 ml. The catheter was found to be kinked. The catheter was replaced. The pt had increased baseline spasticity and hypertonia and was given oral baclofen. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available. See MFR's report #6000030200801844.

Manufacturer narrative:
The serial number is included in the range of synchromed el pump motor stall due to gear shaft wear manufactured beginning sept 1999 physician communication (dated aug 2007). Pump motor stall has not been confirmed in this device.